Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that a foreign object had adhered to/clogged the insertion section, but it was not possible to identify the foreign object. It is likely that the deformation of the electrical connector resulted in a loss of watertightness, which prevented proper reprocessing and the removal of foreign matter. The instruction manual states the detection method associated with the event in "cf-q150l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.